Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vicmo12.6, -6.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020, the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -6.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was explanted due to low vault. On (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved. Patient related factor was reported to be the cause of this event.